Event description:
It was reported that the patient received inappropriate therapy due to the lead having noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6949 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).